Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery jumped from 40% to 100% quickly after being connected to a power source. The pump battery then dropped from 100% to 75% shortly after. Customer reported blood glucose level was around 200 (mg/dl). Reportedly the customer will continue to use the pump until the replacement pump is received.